Event description:
On (B)(6) 2010, the infusion luer separated from the tubing. This resulted in elevated blood glucose. Follow-up was competed with pt. Pt changed the infusion set during the evening of (B)(6) 2010. Blood glucose was "ok." Pt then woke up with blood glucose of 180 mg/dl. He inspected the infusion tubing and noticed it was separated from the luer. Pt changed the infusion set and delivered an insulin correction through the infusion device. Pt changes infusion headset every 2 days and infusion tubing every 5-6 days. There was no ketone measurement. Normal blood glucose is 100 mg/dl. Pt did not lose consciousness or require treatment from a health care professional or second party to address the issue. Infusion set was requested for eval. No additional info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.